Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that two feeding tubes cracked at the end between the enteral nutrition and opening for administration of medications causing nutrition to leak. The patient had to have another feeding tube placed. There was no injury to the patient.